Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for an unspecified period. The pod reportedly fell off the infusion site (location not specified), causing the cannula to dislodge. The patient reported that they received a ¿automated delivery restriction¿ message and their blood glucose level remained elevated despite multiple correction attempts. Upon removal of the pod, the patient noticed an insulin smell and slight dampness on the cannula. They stated that the adhesive patch was still dry. As treatment, the patient activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.